Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product lot codes required to search the complaint database by lot code were not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
The pt was revised because of loosening of the femoral and tibial components.